Manufacturer narrative:
Block e1: this event was reported by the boston scientific (bsc) sales representative. The healthcare facility is: (B)(4). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they were inflating the balloon up to 18mm; however, prior to reach 18mm the balloon ruptured. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another of the same cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.